Event description:
Device 2 of 2: reference MFR. Report# : 1627487-2012-07184.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Evaluation, results: visual inspection of the ipg found that several channel feed through wires were broken. The broken wires were consistent with an overstress condition the ipg was subjected to while it was implanted in the patient. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.